Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The additional patient effects referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. The reported patient effects of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot #s were not provided.

Event description:
It was reported through a research article identifying xience xpedition 48 may be related to the following: patient death, myocardial infarction, thombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 565 patients that were treated with xience xpedition 48 stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of clinical outcomes between very long stents and overlapping stents for the treatment of diffuse coronary disease in real clinical practice."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.